Event description:
(B)(4). I have had essure since (B)(6) 2007. I was not told of any adverse possible side effects, so when they all began, I did not make the connection to essure. Due to the abusive nature of my implanting doctor, and the trauma that I experienced during my implantation "procedure" (no pain meds, wide awake, in his clinic) and following hsg test, I stopped seeing that doctor and had difficulty trusting any others to help me figure out what was happening to my body in the years to come. It started off as severe itching and swelling of my hands shortly after I was implanted. My feet and ankles also began to swell up. I tried special diets which did nothing to help. Shortly later, the intense vaginal itching without discharge or odor began. In 2009 I began breaking out in hives, welts and rashes. I also developed dermatographism at this time. This is when I began taking allergy medications to get through the days. In 2012 I was seen by many doctors and specialists when I had an autoimmune attack on my brachial plexus. I was diagnosed with parsonage-turner syndrome, an autoimmune condition, caused by all the inflammation in my body. I still have paralysis and atrophy in my right shoulder from that attack. In 2013, along with all the other side effect still plaguing my body, I developed dishydrotic eczema with intense itching, blistering and skin loss on my hands and feet. At this time, I increased the allergy medication in an attempt to maintain the flesh on my body. Once making the connection of this type of eczema and an exposure to nickel, I began to seek out how I could be coming in contact with nickel and I was horrified to find out that it is from the essure device. In (B)(6) of 2015 I tested (B)(6) to a nickel and gold allergy. I had bilateral salpingectomy on (B)(6) 2015 with coil removal. On (B)(6) 2015, one week after the surgery, I became extremely sick with bloating, fever and rib pain. I went the ER where a CT scan revealed metal fragments left inside my uterus. The side effects have become worse after the surgery on (B)(6). Allergy medication might be helping but not enough, as stopping the blistering and maintaining the skin on my hands and feet are much more difficult at this time. The swelling in my hands and feet are constant. The hives and dermatographism is at it's worse. I also now have side, back and abdominal pain that was not there before the surgery. Outside of these physical side effects I also have had no interest in sex since having essure, deal with depression on a regular basis, have ptsd and right after having essure implanted, have struggled with weight gain that no amount of diet or exercise has been able to regulate. My implanting doctor presented essure permanent birth control to me. It was not me who inquired of him. He and his practice had a lot of expensive essure equipment inside of their office to pay for. My heath was for sale and I did not know it. This device was presented as my safest option since I already had 3 cesarian sections. Pregnancy would be risky as would another surgery to deliver a baby. No need to require a vasectomy of my husband, essure was safe and non surgical. The greatest injustice is that I will now require at least two surgeries to remove this device from my body. Adding these to my 3 cesarian sections. I am now scheduled for yet another surgery. I will be loosing my uterus and cervix on (B)(6) of 2015. Due to the fact that the surgery on (B)(6) caused the devices to break, it is possible that this next surgery will not actually be effective at removing all of the fragments from my body. Essure, and the poisons that are in it, may never really be entirely removed from my body. My reproductive organs and my health belong to me! Not the FDA, not (B)(4), not conceptus, not my doctors. This product needs to be recalled and removed from the market. There will be no justice for me or the tens of thousands of other woman who are being injured by this "medical device" until this happens.

Event description:
(B)(4). Hysterectomy on (B)(6). Surgeon noted that my uterus, in the location where it sits on top of my bladder was, "soft/mushy". Stated this is abnormal and believes this to be from the essure and my body's adverse reactions to it over these past 7 years and 8 months. Also, my essure ref is: (B)(4), lot #624488.